Manufacturer narrative:
(B)(4). D10: unknown stem unknown. The reported event was identified during review of a journal article: wier j, liu kc, piple as, christ ab, longjohn db, oakes da, heckmann nd. Factors associated with failure following proximal femoral replacement for salvage hip surgery for nononcologic indications. J arthroplasty. 2023 may 19: s0883-5403(23)00545-4. Doi: 10.1016/j.arth.2023.05.021. Epub ahead of print. Pmid: 37209911. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01712. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product information or medical records were provided. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal study that 3 patients experienced periprosthetic fractures. No further discussion regarding treatment or intervention was provided. No revision of product occurred. Attempts have been made and no further information has been provided.